Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529 , serial/lot #: (B)(6); product ID: bi71000424, lot/serial #: (B)(6). H3) the pendant was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. Pendant passed visual inspection. Install pendant into a known functional system for several days. System and pendant booted and readied each time with out issue. All functions of the pendant are operating correctly, no function problem found. Method 10 result 213 conclusion 67 the rear cab panel was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection notes both thumbscrews are broken from dongle assembly preventing secure connection. Physically damaged rear cab breakout panel assembly. Method 10 result 180 conclusion 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000529, serial/lot #: (B)(4). Product ID: bi71000424, serial/lot #: (B)(4), product ID: bi71000529, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. It was found that the pendant was defective. The external pendant was broken by the site. The break out box was damaged, and the internal pendant top upper right was not working with no visible damage. It was impossible to use the pendant key in the upper right corner. They changed the internal pendant along with the break out box. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that it was impossible to have movement from the pendant. No patient was present at the time of the event.